Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a partial gastrectomy, the device was locked and firing could not be performed. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. The event occurred during the procedure but the product was not used for patient. There was no patient injury.